Manufacturer narrative:
The device was returned to olympus hamburg for evaluation. The evaluation confirmed the reported event of a broken handle and a missing tray. The evaluation uncovered a missing front panel and spare lamp. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The user facility reported to olympus that, the halogen light source housing handle was broken. Upon inspection and testing of the customer returned device, it was observed that the spare light was missing. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured, therefore the DHR is unavailable to review. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation and the confirmation of missing lamp at evaluation, it is likely the spare lamp was used when replacing the main lamp and the spare lamp was not replaced. This information is addressed in the instructions for use (IFU): "always have a spare lamp in spare lamp holder available in case of lamp failure, so that the examination can be completed without hindrance." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The supplemental report is submitted to update contact information.